Event description:
It was reported that during a refill the medication was put in the pt's "belly" rather than the pump reservoir. An ambulance was called and the pt was taken away. No pt symptoms, treatment, or outcome was reported. The pt's pump contained morphine sulfate and fentanyl. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.